Event description:
A customer reported experiencing symptoms of increased urination, extreme thirst, blurred vision and then noticed he was using expired test strips with his precision xtra/optium blood glucose meter. He was reportedly treated by a doctor for severe hyperglycemia who increased his diabetes medication dose. Additionally, the customer treated himself by drinking "a lot of water". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer service educated the customer to check expiration dates prior to purchasing test strips and to discard the expired product. This is the final report.